Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one pediatric foley catheter was received. No obvious defects were noted. The catheter balloon was inflated with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40, which met specifications. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 3.5ml of solution. The drainage lumen was flushed, no leaks were found. Active length of the catheter balloon was measured (0.4045") and found to be within specification (0.40" +/- 0.10"). The catheter measured to be 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities."

Event description:
It was reported that the patients mother stated the catheter leaked last week, and her daughter would be short catheters for the month.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patients mother stated the catheter leaked last week, and her daughter would be short catheters for the month.